Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.

Event description:
Caller reported the customer experienced too high blood glucose levels of 260-270 mg/dl since the weekend. Customer switched to backup pump and blood glucose level normalized in a minimum amount of time. Customer returned to primary pump and blood glucose level rose again. Caller alleges pump is defective. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in germany. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.